Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that this device is not reading accurately, but does not know by how much, or if too high, or too low. No patient impact or consequences were reported.